Event description:
During an atrial fibrillation / atrial flutter procedure, optical and impedance issues occurred, and the procedure was cancelled. It was reported that the contact force values would intermittently go in and out. The catheter was replaced which seemed to resolve the issue, but then contact force values appeared incorrect. It was also reported that the impedance value on the ampere generator was displayed as 999. A third catheter was introduced, and the tactiflex rf cable was replaced, but the issue persisted, and the procedure was abandoned. It was unknown as to whether the tactisys or the ampere generator caused the issue.

Manufacturer narrative:
One ampere generator was received for analysis. The product functioned as anticipated during testing with no abnormalities identified that would result in the reported complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the cause for the reported impedance issue and subsequent cancellation remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause of the reported impedance issues and subsequent cancellation remains unknown.